Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Initial reporter: email unknown / not provided. Initial reporter: first name unknown / not provided.

Event description:
It was reported that implant fractured. Surgical/medical intervention required for permanent damage: yes, bone loss. Tooth # 14.

Event description:
Implant fractured. Surgical/medical intervention required for permanent damage: yes, bone loss. Additional appointment required: yes, new implant. Symptoms as a result of the event: none.

Manufacturer narrative:
Zimvie received one (1) item tsvt4b10, (imp, tsv, 4.1,10, mtx, mg) for evaluation. Visual evaluation of the as returned product identified signs of use. The implant fractured around the collar. Bone loss is a medical condition and could not be verified with the information provided. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type, bruxism. The reported implant was located on tooth # 14 (universal) and was used for approximately 5 years, 8 months. DHR review was completed for the subject lot number 63334898. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63334898 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root cause determined from the investigation were: - missing or confusing instructions for use - clinician selects implant that is unable to resist long-term occlusal loading therefore, based on the available information, implant malfunction did occur, and the reported event (fracture implant) was confirmed following visual evaluation. Additionally, the reported event (bone loss) could not be verified with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.